Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported the inner packaging damaged affecting sterile barrier. I suspect the nurse's finger nail was allegedly the culprit.

Manufacturer narrative:
The reported event that standard lag screw omega 105mm length was alleged of 'packaging damaged' could not be confirmed, since the returned device is has the package opened and no other evidences were provided. Based on investigation, the root cause was attributed to be user related. The failure was probably caused by the careless opening of the package. The inspection of the packaging revealed that the tyvec in both interior and exterior packages is opened and it can be seen a little rupture in both of them. This rupture seems to be located in a similar place so it points to a careless opening of the package, by the user. Note, as stated in the IFU ((B)(4)): ¿the packaging of all sterile products should be inspected for flaws in the sterile barrier or expiration of shelf life before opening. In the presence of such a flaw or expiration of shelf life, the product must be assumed non-sterile. Care must be taken to prevent contamination of the component. In the event of contamination, or expiration of shelf life or in the case of products supplied non-sterile, the product must be subjected to an appropriate cleaning process and sterilized by means of a validated sterilization procedure before use, unless specified otherwise in the product labeling or respective product technical guides.¿ [original statement(s)] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported the inner packaging damaged affecting sterile barrier. I suspect the nurse's finger nail was allegedly the culprit.